Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The patient's cause of death was worsening shock and multisystem organ failure. Both hm3 and the centrimag were functioning but patient continued to deteriorate. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor and 2nd gen primary console used during the reported event were not returned for analysis. Requests for product return and device information were sent and it was reported that no product would be returned as both the heartmate 3 and centrimag systems operated as intended. It was also reported that the serial numbers of the devices used during the event would not be provided. As a result, the root cause of the reported patient death could not be correlated to a device related issue. It was reported that the cause of death was worsening shock and multisystem organ failure. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.